Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the replacement charger was not charging the ilet, the device functionality was in question, and a replacement ilet was arranged with instructions to return the original using a provided label; subsequent attempts to return the device were delayed when the first label was discarded and a later label was rejected by the carrier as already used. Symptoms included no reported adverse clinical effects. Outcomes included arrangement for device replacement, instructions to maintain backup therapy, and coordination with shipping for a valid return label. Investigation included customer support troubleshooting, verification of shipping information, and coordination with shipping to issue a new return label. Investigation of this device revealed a malfunction related to power/charging with the original device and logistical issues with the return label, with no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to charging with contributory logistical errors in return processing.